Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott technical support performing preventative maintenance, review of the service history, a search for similar complaints, a review of labeling. The abbott technical support specialist (tss) was dispatched and performed preventive maintenance (pm). The tss indicated that while performing the preventive maintenance the high concentration waste pump tubing appeared flattened. The pm was completed and the tubing was replaced to resolve the issue. A review of the service history was performed, no other tickets were identified related discrepant results or other issues associated with the high concentration waste tubing. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency, of the architect c16000 system ln 03l77-01, was identified.

Event description:
The customer indicated falsely elevated results were generated while using the architect c16000 analyzer. The customer provided the following data from 2 patients: creatinine: initial 549 umol/l, retest 73 umol/l; sodium: initial 169 mmol/l, retest 144 mmol/l; there was no adverse impact to patient management reported.